Event description:
User was not informed of safety device on stimulator. On 3/15/91, user awoke from sleeping, attempted to turn stimulator off, instead she turned it up as high as it could be turned. She received a high burst of current and was thrown to the floor, injurying her left hip and leg. She could not move her left hand or side but discovered she could move right hand, so she pulled the device from her body stopping stimulation. This stimulator should not be allowed to be programmed with that high of a current. No matter how bad one's pain is they could not tolerate that amount of stimulation. Safety device not described in handbook.